Event description:
It was reported that an ilet user experienced prolonged severe hypoglycemia in the early morning, with subsequent low and urgent low alerts and a capillary glucose of 56 mg/dl confirmed to be consistent with cgm values; the user treated with oral carbohydrate and glucose rose to 83 mg/dl after 15 minutes, and education was provided on titrating treatment to avoid rebound hyperglycemia. Symptoms included hypoglycemia with urgent low cgm alarms. Outcomes included transient functional limitation that resolved with self-treatment and coaching, without hospitalization. Investigation included review of device-reported alerts, corroboration with glucometer readings, assessment of user actions, and product-use education. Investigation of this case revealed no evidence of device malfunction or component failure, with findings consistent with user management of hypoglycemia and possible variability related to food choices and recent medication history. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.